Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the advantage system (lot number 450981, expiration date 07/31/2011). (B)(4).

Event description:
Customer reportedly received result of 6.9 mmol/l on the aviva nano system and result of 3.2 mmol/l on the advantage system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was given something to eat and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.